Event description:
An 8 fr dobbhoff placed for feeding and guide wire snapped causing tube to have to be completely removed. Attempted with 2nd 8 fr dobbhoff and guide snapped again while trying to remove and dobbhoff had to be completely removed. Moved forward with placing small bore ng sump tube without difficulty. FDA safety report ID# (B)(4).